Manufacturer narrative:
The field service representative (fsr) inspecting the instrument and the cuvette segment, no cuvettes (rohs) was found broken and the part was replaced. Part replacement resolved the issue. Return testing was not completed as returns were not available. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6), as described in this complaint. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the cuvette segment, no cuvettes (rohs) did not identify any trends. A review of tracking and trending for the architect c4000 did not identify any trends related to the complaint issue. Review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect c4000 processing module for serial (B)(6) or the cuvette segment, no cuvettes (rohs) were identified.section g1 has been updated to current contact information.

Event description:
The customer observed falsely elevated magnesium results generated on the architect c4000 processing module for multiple samples that was reported to the physician. The following data was provided (units of measure is mg/dl): (B)(6) 2021: sid (B)(6) = 6.53, repeat = 2.00, repeat as sid (B)(6) = 1.9 no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated magnesium results generated on the architect c4000 processing module for multiple samples that was reported to the physician. The following data was provided (units of measure is mg/dl): (B)(6) 2021 sid (B)(6)= 6.53, repeat = 2.00, repeat as sid (B)(6)= 1.9 no impact to patient management was reported.